Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user facility's biomedical engineer (biomed) will order parts and make the repairs.

Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the clip securing the disposable pump head to the drive motor was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.